Event description:
It was reported that the patient developed an infection and would need to have all components explanted. It was noted that the patient had issues with the infection since the time of implant, due to the lead site that never healed. It was further noted that the patient had undergone two previous revisions to resolve the issue and that the lead was "externalizing". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).